Event description:
Pt was admitted for endovascular abdominal aortic aneurysm. Surgery was performed in 2003, a graft was inserted and removed. Diffculty was encountered and surgeon converted to a open procedure. Pt procedure was prolonged causing post operative complication and pt expired 7 1/2 weeks later.